Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and another pump error. The blood glucose level was unknown. The customer reported that they were not able to rewind the insulin pump. The troubleshooting was performed for pump errors. The customer was advised the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm and pump error 35 due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.